Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger paddle was getting really hot when charging their implanted neurostimulator, and was taking 'forever' to charge the ins, since about 3 days ago. An email was sent to the repair department to replace the recharger. Patient called back on (B)(6) 2025 with the recharger replacement but reported their issues were ongoing. Patient believed that it was the controller that was not working as the implant wouldn't charge. Patient kept getting poor recharge quality when trying to charge the implant. Patient was trying to charge the implant during the call and reported that the batteries (49) screen came up and the controller was 100% and the implant was in the red with recharging excellent. Patient saw recharging excellent for the first time in 2 days and thought there may had been a short in it; agent understood as the external equipment. Patient believed resetting the controller may have helped their issue. Patient said they would call back if the implant didn't charge in an hour or if they noticed ongoing issues. Reviewed to turn stimulation on at 30%.